Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user reported inaccurate sensor readings. Customer care made multiple attempts to contact the user to provide further assistance, but no response was received. As such, no further investigation was possible.

Event description:
Senseonics was made aware of an incident where reported inaccuracy in sensor readings.no injury or medical intervention was reported.customer care made multiple attempts to contact the user to provide further assistance, but no response was received.